Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted: the trocar balloons lock collars, valve seals and doors. The insufflation bulbs were received. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, after balloon dissection of the pre-peritoneal space, the structural balloon trocar was inserted in para-umbilical incision and advance to the arcuate line, the device failed to inflate. After five (5) balloons were opened and all failed, a functioning structural balloon trocar was used successfully. No patient injury.